Manufacturer narrative:
A review of the mfg. Lot build database for the reported lot# 3293926 (mfg. 07/2016) showed (B)(4) units were mfg. Tested inspected and released. There were no exception documents generated during the lot build. Device return: one (1) used d1000 tego connector was returned. Although requested the involved mating and access devices were not returned. Visual inspection (pre and post decontamination) of the as-received tego connector recorded component damage(s) where the seal was torn below the tim extending halfway around the circumference. Engineering testing and analysis to the applicable product specification was performed. The results recorded the tego connector leaked/did not meet acceptance criteris. The cause of the leakage was due to the extensive component damages. Previous investigations of similar component damages/anomalies have identified these the characteristic of the damages are consistent with incorrect techniques/usage conditions (overtightening & continued connection rotations).

Event description:
Int'l. ((B)(6)) complaint received reporting component damages/leakage with use of unspecified dialysis set-ups where d1000 tego connectors were in use. The initial information received reports prior to start of third dialysis session, attending clinician removed/replaced tego connectors due to "membrane anomaly/separation". There were no reported adverse patient consequences. This is the mfgers. Follow up report to provide additional information and device return findings.

Manufacturer narrative:
A review of the mfg. Lot build database for the reported lot# 3293926 (mfg. 07/2016) showed (B)(4) units were mfg. Tested inspected and released. There were no exception documents generated during the lot build.

Event description:
Int'l. ((B)(6)) complaint received reporting component damages/leakage with use of unspecified dialysis set-ups where d1000 tego connectors were in use. The initial information received reports prior to start of third dialysis session, attending clinician removed/replaced tego connectors due to "membrane anomaly/separation" . There were no reported adverse patient consequences.